Event description:
In 2006, a pt was treated with two gore tag thoracic endoprostheses for a traumatic transaction of the thoracic aorta. The proximal tag device was intentionally placed with partial coverage of the left common carotid artery. Decreased flow was observed to the left common carotid artery and a common carotid artery bypass was performed. The next day, the pt presented with upper extremity hypertension, oliguria, and decreased lower extremity pulses. A CT scan indicated this tag device had partially collapsed and balloon angioplasty was performed without improvement. An add'l tag device was placed within this endograft with satisfactorily results. The pt tolerated this procedure without further complications.

Manufacturer narrative:
Please note: an add'l device used includes tg2610/lot serial 04528845.